Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 12/13/2023. Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Any relevant customer or clinical information: none. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action in necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
Device return is anticipated. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a gastric bypass robotic procedure on (B)(6) 2024, the tip of the suture passer broke off in the patient. Broken pieces were retrieved. No harm to patient. No additional information. 1216677-2024-00030 (B)(4).